Manufacturer narrative:
Follow-up # 1 date of submission 02/27/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 02/12/2015 with the following findings: a review of the pump¿s black box history showed that a replace cartridge alarm occurred on 01/15/2015 at 03:43; deliveries were resumed at 05:01. The pump was manually suspended on 01/23/2015 at 13:50 and manually resumed at 14:47. On 01/23/2015 at 14:59 and unexplained loss of prime occurred; deliveries were never resumed. The black box also showed that a 0.00 unit bolus of a programmed 5.90 unit bolus occurred on 01/18/2015 at 07:59 due to a ¿no delivery, insulin too low to make target delivery¿ warning. The total daily deliveries added up correctly during investigation. The pump passed a delivery accuracy test and was found to be delivering within the required rang and delivering accurately. Unrelated to the complaint, evaluation revealed that the battery compartment was cracked below the bumper pad. The complaint that the pump was delivering insulin inaccurately was not able to be duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that advanced bolus features were being used. It was reported that the bolus totals in the bolus history for up to three days did not match. The indicated blood glucose (bg) level greater than 250 mg/dl but less than 500 mg/dl with no reported symptoms was not indicative of a serious injury and does not meet the animas criteria of an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.